Event description:
Procedure: oophrecystectomy (laparoscopic). Reportedly, when the device was removed from the cavity following the procedure, a seal (rubber ring) fell off of the device and dropped into the cavity. The piece was removed from the cavity without difficulty. No pt injury reported.